Event description:
Pt's endocrinologist reported that pt was diagnosed with diabetic ketoacidosis (dka) (blood glucose of 1,080 mg/dl). Pt experienced vomiting, and was found by a friend in a confused and lethargic state. Emergency medical technician's were called -- they found the pt unresponsive. Pt was admitted to ICU (treated with IV saline and insulin). Pt had a positive result for cardiac enzymes (not sure if this was cause or effect of dka). Pt was still in hosp at time of report.